Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received from philips field service engineer (fse), that the customer confirmed the system unable boot up malfunction had not occurred on 4th november 2025. The system was operating normally with no anomalies. Based on the investigation results the philips classifies this complaint as a non-complaint. The codes were updated based on the investigation outcome.